Event description:
Additional information received stated that the patient required vasoactive support and went from the unit to cath lab for iabp placement and back to the cath lab for ECMO. The nurse later identified air in ECMO circuit.

Manufacturer narrative:
D4: UDI #(B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Field corrective action (fca-152) has been initiated for the quickdraw venous cannula separation issue. These cannulae are used to divert large volumes of blood from the heart to the cardiopulmonary bypass machine during cardiac surgery procedures. If not detected prior to use, the bypass machine may alarm for decreased flow. A partial or complete separation will require exchange of the cannula, temporary interruption of bypass, and in a worst case scenario retrieval of the device fragment. Depending on the location of the fracture/separation, it may also result in significant blood loss. The device history record (DHR) could not be reviewed, as the device lot number was not provided. Investigation of the root cause is currently under way. The instructions for use (IFU) warns, ¿visually examine the quickdraw venous cannula, introducer(s), and components. Do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas), or if package is damaged or open.¿ the subject was not returned for evaluation; therefore, the reported event cannot be confirmed. The root cause of this event cannot be determined at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that a quickdraw cannula had detached from the connector. No further details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.